Event description:
Boston scientific received information that this right ventricular (rv) lead perforated on the right ventricle of the heart wall and was confirmed through echocardiogram. The patient got a chest tube and the lead was repositioned. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead was repositioned and remains in service. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.